Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm approximately two months ago. The proximal neck was 20 mm in diameter and 32 mm in length. The left and right common iliac arteries were 11 mm in diameter. The left external iliac artery measured 8 mm in diameter. It was reported that on an unknown date the patient complained that his left leg was cold. A CT scan confirmed that the left limb of the stent graft was occluded. The physician did a fem-fem bypass resolving the occlusion. The physician stated that the patient has narrow common iliac arteries and external iliac arteries. The physician also commented that the distal side of the contralateral limb slightly covered the internal iliac artery which may have possibly lead to the limb occlusion. There was a possibility that the marking of the internal iliac artery had been misread. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion, inaccurate delivery, vascular bypass); patient's condition affected effectiveness of device (anatomy related; implanting within the small common and external iliac artery). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; implanting within the small common and external iliac artery); use error caused or contributed to the event: unintentional vessel coverage.